Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system's trackers were not visible to the navigation system. Site noted that the reference frame was visible. Restarting the system resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.